Event description:
In 2006 11:06:28 am: the reporter called and stated he needs a service call for this vent. The vent was running fine on a patient yesterday and all of a sudden all of the panel meters went blank, but the oscillator kept runnig, no alarm noted. No comprimise the patient, since the vent kept runnig. The vent was swapped out with another 3100a. A letter was sent to the user facility requesting additional information concerning the reported event and the status of the patient. The user facility responded that the initial report of the unit being on a patient when the event occurred was incorrect. The user facility reported that the unit was being setup for use when the event occurred. Thus there was no patient involvement.

Manufacturer narrative:
The viasys field service rep. Evaluated the unit and determined that the root cause of the reported event was a faulty lower power supply, the viasys field service rep replaced the affected component, performed a 2000 hour preventative maintenance (pm) service and ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer's control ready to be placed back into service. Addtionally, this event will be trended as a part of our monthly trending.